Event description:
It was reported that the patient's pump and catheter were explanted due to a granuloma that formed at the end of the catheter. The patient's wife stated that he was "in very bad condition in the hospital because of the oral meds" he had been taking. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.